Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced spasm at the ipg site radiating down to her legs (date of event unknown). As a result, the scs ipg was relocated on (B)(6) 2015 from the right side to the left side. During post-operative programming spasms subsided, however it recurred (regardless of stimulation on or off) and the patient had to visit ER. No additional information available at this time.